Event description:
Rupture of access port. Follow-up findings: the translation indicates disconnection of reservoir due to rupture. There were some terms in that weren't able to translate over due to the writing being illegible.